Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received multiple calibration error alarms and change sensor alarm. The customer's blood glucose was 121 mg/dl and sensor glucose was 47 mg/dl at the time of call and triggered threshold suspend. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.